Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd syringe luer-lok¿ tip was found with foreign matter as ¿fat streaks can be seen on the black plunger.¿ there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation results: two 10ml assembled plungers / stoppers reported to be from batch #7310641 (p/n 300912) were depicted in the photos. The photos were visually evaluated. The reported ¿streaks¿ observed on the black stoppers is silicone used in the manufacturing process. The small amount observed was a normal and expected amount for this product per product specification. DHR review for batch 7310641 (p/n 300912): manufacturing dates: 11/08/2017 to 11/09/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7310641 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Based on the photo evaluation bd canaan was not able to duplicate or confirm the customer's indicated failure. Root cause and CAPA not required as no defects were confirmed.